Manufacturer narrative:
D9: bur was found broken during analysis of handpiece which was sent to service and repair center for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur stuck in m5 handpiece. There was no patient impact.

Event description:
Additional information received and stated that during use, bur was broken into two pieces.

Manufacturer narrative:
H3: analysis stated that the device (only a portion of the inner assembly) was placed in a small resealable bag and returned in a plastic pouch (non-original packaging). There were traces of a black residue observed at the proximal end of the inner hub. When returned, the inner shaft was broken 0.56 inches from the distal end of the inner hub to the broken point, and there were traces of striations observed on the broken shaft. Upon return, the proximal end of the inner hub was damaged and the distal end (outside diameter) of the inner hub was deformed. The outside distal diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.357 inches in deformed area. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. H6: previous annex codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.